Event description:
A report was received that the patient was noted to have high impedance, and it was unknown what was causing it. The patient underwent a revision procedure wherein the lead was replaced. The ipg was also replaced, and it was unknown if there was suspected malfunction. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-1110-02 serial/lot #: (B)(4), description: precision implantable pulse generator (ipg) model #: sc-3138-35 serial/lot #: (B)(4), description: scs phiii ext 35cm the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.